Manufacturer narrative:
Review of lot history records for the involved device confirmed manufacturing steps and processes were met and followed. Product met final inspection and testing requirements prior to shipment. As of january 30, 2019, the rate seen (16 worldwide incidents out of estimated (B)(4) procedures performed to date) is approximately (B)(4) of the procedures and within the acceptable range as identified in risk analysis documentation. Patient identifier, age or date of birth, and weight requested.

Event description:
Clinic reported a patient who developed skin necrosis on right axilla ~12 days post miradry treatment. Antibiotics were prescribed but swelling and redness did not improved. The affected area was debrided and a sample was sent for bacteria culture.

Manufacturer narrative:
Analysis of treatment data recorded by the system revealed the system was operating within parameters. However, it is suspected that the clinic performed double-pass treatment or treated the skin twice in one session, which is not recommended as specified during training and in the user manual. Changed device code to 2017. Patient ID, age and weight requested.

Event description:
Clinic reported a patient who developed skin necrosis on right axilla ~12 days post miradry treatment. Antibiotics were prescribed but swelling and redness did not improved. The affected area was debrided and a sample was sent for bacteria culture. Update: by 2.3 months post-treatment, patient recovered.